Event description:
This is filed for gripper actuation issues. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022. To treat functional mitral regurgitation (mr) with a grade of 3+. There were no issues with testing the clip during preparation, however in the anatomy after grasping; the posterior gripper did not lower. Troubleshooting was unsuccessful. The clip was removed. Another clip was implanted instead. Mr was reduced to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.